Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller was not returned for evaluation. One (1) battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed that the release indicator marker on the battery connector was illegible. This is an additional finding not related to the reported event, which can be attributed to wear and/or handling of the device. Functional testing revealed that the voltage of one the cell pairs was below the voltage threshold. It was noted that the batteries had a cycle count of 337 and that there was a time difference of 1560 between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed multiple power disconnect alarms involving the battery have been logged within the analyzed period. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Log file analysis revealed a controller power up event on (B)(6) 2020 at 04:17:45. The data point prior to the loss of power revealed that the battery was connected to power port one with 56% relative state of charge (rsoc) and a different battery was connected to power port two with 23% rsoc. The data point recorded after the loss of power revealed that the battery was connected to power port one and the same battery as before the loss of power was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power disconnect alarms can be attributed to a degraded cell pair due to an expected degradation as a result of non-usage over time. Additional products: battery (B)(6). D4: expiration date: 31-mar-2017 d10: yes, return date: 12-aug-2020. H3: yes dev rtn to MFR? Yes. H4: mfg date: 01-mar-2016. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 135, 131. H6: FDA conclusion code(s): 19, 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: unk / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected loss of power with an associated ventricular assist device (vad) stoppage. A battery in use at the time of the power loss was found to have triggered multiple power disconnect alarms and the patient complained of multiple vad stops. The battery was exchanged and the controller remains in use. No patient complications have been reported as a result of this event.